Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01247 1. Section g. Box 3. Report source please note that this complaint was submitted to the FDA by the user facility with the following reference numbers: 0500690000-2019-8003 5200630000-2019-8002.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery (rca) using an indigo system cat rx kit. During the procedure, the physician made a successful pass using an indigo system catrx aspiration catheter (catrx) with a non-penumbra guide catheter and a non-penumbra sheath. While retracting the catrx out of the sheath, the physician noticed that the hub of the catrx had separated. Therefore, the catrx was removed. The procedure was completed using a new catrx with the same guide catheter and sheath. There was no report of an adverse effect to the patient.